Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed sugar and fruit snacks to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.